Manufacturer narrative:
Correction: section d model#, catalog#, serial# section h device mfg date component code corrected. Additional information: section d unique identifier (UDI# section g 510k number added section h6 additional code added to evaluation code result. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a system error and ventilation stopped. The device was available for evaluation. Service personnel (sp) inspected the ventilator and reported that h70 power pac battery, coin battery, internal battery, fan filter, oxygen sensor and pump and manifold assembly were replaced. One pump manifold was returned to medtronic for further analysis. A visual inspection of the returned part shows metal shavings. The bearings on the pump manifold have started to shred. This would cause the pump to not function properly. The plausible cause of the reported event was isolated to faulty pump assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Service personnel (sp) inspected the ventilator and reported that h70 power pac battery, coin battery, internal battery, fan filter, oxygen sensor and pump and manifold assembly were replaced. It was reported that while in use on a patient, this ht70 ventilator generated a system error and ventilation stopped. The reported issue was/ confirmed. The most likely cause of the reported event was isolated to a potential fault in the replaced component pump and manifold assembly. However, with the information available, a true cause could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a system error and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm.